Manufacturer narrative:
D1 ¿ brand name: corrected. D4 ¿ model number: corrected. D4 ¿ catalog number: corrected. D4 ¿ device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was not elevated on the transplant list secondary to a device or therapy related issue. The device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that 3 low speed alarms from (B)(6) 2023 were captured on the patient's pocket system controller. No evidence of low speed alarms were noted outside of pulsatility index (pi) events on the patient¿s controller history. It was noted that this was the patient¿s original pump with significant rescue tape on their external driveline. It was additionally noted that the patient was attached to their power module at the times of all 3 low speed alarms according to the patient and their mother. Log file review was requested, and it was noted that the log file date range was 15dec2023 at 21:38 to 17jan2024 at 10:53 so the data from october/november was no longer available. The submitted log file was unremarkable with no unusual alarms and stable pump parameters. The patient did not experience any symptoms at the time of the events, and no additional alarms had since occurred. The onset date of the driveline damage was unknown, and no images were available. Additional log files were sent in for review on 26jan2024, and it was noted by the site that the patient had a low flow alarm (lfa) on (B)(6) 2024. Upon examination of the patients log files, there was a pump stop. The patient was on 14 v battery power only at time of alarm/pump stoppage. The patient and caregiver reported no disconnection/loss of power. The patient resided in the clinic. The log file contained abnormal pump stoppages, low speed hazard, and low flow hazard while utilizing battery power. Technical services noted that these types of alarms were associated with multiple wire fractures (phase to phase short). They also noted that in order to prevent further interruption in support it may be beneficial to limit patient movement until further investigation is completed. The site sent x-ray images in on 26jan2024 and identified an area as a potential weak spot. Technical services responded stating that the connector end bend relief was a common area of wear and tear. A distal end repair was scheduled for 29jan2024, and technical services replaced as much external driveline as possible during the repair. The repair was performed per procedure, and it was noted that there had been no pump stoppages since the driveline repair was completed.

Manufacturer narrative:
Section b5: (B)(6) 2024 driveline repair is captured under MFR. Report # 2916596-2024-00456. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that log files were submitted on (B)(6) 2024 that contained pump stop, low speed hazard, and low flow hazard alarms while utilizing both batteries and patient cable. These events were associated with the ongoing phase to phase short (multiple wire fracture) within this patient's driveline. The driveline repair on (B)(6) 2024 did not resolve the condition. The patient underwent a transplant on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed or pump stop events captured in the submitted log file. Review of the log files also confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. A distal-end driveline replacement was performed on (B)(6) 2024 under work order#: (B)(4) and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Damage to the outer silicone jacket were observed approximately 14.5¿ and 16¿ from the metal connector. Layers of tape were also observed approximately 0.5" - 6.5" and 10"-12" from the metal connector. Upon removal of the tape, additional areas of damage to the outer silicone jacket were observed approximately 1.5" ¿ 2.0", 3.0", 3.5", 4.5", and 11" from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, it was reported that the patient had additional pump stops. The submitted log file captured pump stop events on 07feb2024 and 08feb2024, while the system was connected to battery power and the power module. These events appeared consistent with the potential issue with the pump driveline. The patient was received a heart transplant on (B)(6) 2024. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.